Manufacturer narrative:
Company representative replaced the unit's front bezel, quick disconnect plug, keypad and graphic overlay. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the accutorr plus monitor had physical damage and intermittently powers up, which may have affected monitoring. No patient injury was reported.